Event description:
Rec'd x-ray in 02/01. Surgeon feels there is a progressive radoilucency (less than 1mm) between 2 and 6 weeks post-op evaluations. Patient complains of increasing pain after walking and says that something feels loose.